Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous vessel. A 6.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was good.